Event description:
It was reported to boston scientific corporation that several minutes into a ureteroscopy procedure using an accumax 365 laser fiber, the fiber stopped transmitting light. The fiber was used with a holmium laser with laser settings of 12574 joules and 10387 pulses for a duration of 17 minutes and 46 seconds. The procedure was completed with another accumax 365 laser fiber without any complications to the patient who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 10 mm of exposed glass tip remaining. The distal end of the jacketing of the fiber is ragged. As confirmed by a subject matter expert (sme), the ragged jacketing and 10 mm of exposed glass tip indicate that the fiber was re-stripped by the user. The aiming beam was weak indicating the fiber is broken within the connector. The fiber was returned to the manufacturer for further evaluation. The manufacturer's analysis revealed the fiber was recognized by their 20 watt laser when it was attached. The proximal end of the device was functional.